Manufacturer narrative:
Result: circuit breakers, lift power coil cable.

Event description:
It was reported by svc report that there was no power to the bed, and the cable lift power coil was damaged with exposed wires. No pt involvement or adverse consequences were reported.